Event description:
Per the clinic, the patient experienced no benefit from the implant, with rare beeping sounds observed. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025. The patient was reimplanted with another device during the same surgery.